Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient reported they were having an issue and didn't think they were getting the proper stimulation. Patient mentioned they need to have the device recalibrated. Patient noted they had a heart attack in february and they lost 17 pounds. Patient was not overweight but they gained 10 pounds from a surgery they had on their knee. Patient tried increasing the stimulation when they switched to group c but when they laid down the residual shock would stop within 2-3 seconds or they would have to change positions or bend their knees to get the sensation to stop running down their legs. The issue began a couple weeks ago. Patient denied any recent falls or trauma. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from a patient (pt). It was reported that they were not getting the coverage prior. They went from program c to b. It seemed to have worked. However, they have gone back to program c. They turned the device on/off. They changed the program from c to b, then back to c. It seems to be working. The patient had an appointment, but changing from c to n seemed to help. They went back to c.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). Pt reported that they were unsure what could have caused the stimulation output issues. Pt states they changed programs/settings which seemed to help. They noted they can no longer take their diclofenac which could be part of the problem. Patient states the issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.